Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not close properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/4/96 - submission of supplemental report to FDA. Additional informatiion submitted for d7, d8 and d9. Device evaluation indicated and codes entered in h3 and h6. Corrected data submitted for d10 and e1 (address and phone number).